Manufacturer narrative:
The device was received for investigation with a complaint of ¿display was blank and the screen did not light up¿. After the triage of the device, the complaint was confirmed. Root cause has been isolated to the printed circuit board (pcba). All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/25/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The display was blank and the screen did not light up.